Event description:
It was reported that the pump repeatedly alarmed with ¿dosing stopped ¿ connect cgm or enter blood glucose¿ during a school event after the user¿s continuous glucose monitor (cgm) sensor had expired, and dosing was temporarily restored when the user manually entered a fingerstick blood glucose (bg) of 180 mg/dl, after which the pump displayed ¿dosing stops in 5 hours.¿ no reported symptoms despite an interruption of automated insulin dosing with a device alarm. Outcomes included successful temporary restoration of dosing and user education to replace the expired sensor to maintain automated delivery. Investigation included troubleshooting and user guidance to unlock the pump, navigate to the glucometer icon, and enter a fingerstick value, along with education regarding the reminder alarm and the need to reconnect cgm. Investigation of this case revealed that the alarm and dosing interruption was resolved by manual bg entry, indicating the device functioned as designed when cgm input was unavailable. It was concluded, based on previously established findings for similar reports, that the cause was user-related due to an expired cgm sensor and operation consistent with device design.